Manufacturer narrative:
Though requested, no additional information has been received for this event. The product was not returned for evaluation; consequently, no product evaluation was performed. The reported event could not be confirmed. Upon review of the device/ lot records, no non-conformities were found that would have caused or contributed to the reported event. Based on a review of the batch records and manufacturing process, there were no procedural nonconformities or interventions in the manufacturing of the reported lot. A review of the event database indicates there have been no other similar reports for the reported lot. The volume of events is within the acceptable control limits and no event trend is observed. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. This event appears to be an isolated occurrence. No additional investigation or corrective action is necessary at this time.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
The physician reported that one or more patients have experienced toxic anterior segment syndrome (tass) after intraocular lens (iol) implantation using the viscoelastic. The exact number of patients with tass has not been specified. Treatment administered consisted of para-ocular betamethasone injection with topical prednisolone and cycloplegics, and signs and symptoms responded positively to treatment after a few days. Reportedly after eliminating other potential causes, the physician suspects that tass was likely caused by the viscoelastic. Additional information has been requested but has not been received to date. This report refers to the viscoelastic.